Event description:
It was reported that the pump screen went blank unexpectedly and required plugging into a power source to turn back on. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Technical support educated the caller on battery best practices, and the caller was advised to monitor the system and report back if the issue persisted.